Event description:
It was reported that a patient with a left total knee replacement was revised due to pain, stiffness, femoral loosening and tibial loosening. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of femoral loosening and loosening. The reported femoral loosening and loosening could not be confirmed. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and product information were not provided. H6: corrected component, and investigation clinical codes.